Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a shocking impedance measurement of greater than 125 ohms. It was reported that at implant, the impedance measured in the range of 50-60 ohms. The impedance measurements began increasing three months post implant. R-wave, p-wave, thresholds, and pacing impedance measurements were reported to be normal. No noise was observed, no episodes were stored, and no patient symptoms were reported with this clinical observation. A guidant technical services consultant discussed performing an invasive procedure to verify lead to device connections, or performing defibrillation threshold testing with a maximum energy shock.